Event description:
As reported, in 2008, this pt was implanted with gore excluder aaa endoprostheses. A proximal type I endoleak was reported after implantation of the trunk-ipsilateral leg component. An aortic extender component was advanced and implanted without difficulty. Upon removal of the catheter, it was discovered that the leading olive and the catheter had become separated at the polyimide to body shaft junction. The remaining portion of the catheter was removed with a snare. The second aortic extender component successfully resolved the proximal type I endoleak. Pt is reported to be in stable condition.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Also implanted in the pt pxt261216/lot# 05700013 and pxc121200/lot# 05780525.